Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 600mg/dl. The caller mentioned that the customer had surgery on her gallbladder and they released her. The caller stated that she connected back on the insulin pump, forgot to remove the needle guard, and did not have insulin for two days. The customer was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.